Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 875 mg/dl and correction boluses were delivered. The customer was admitted to the hospital. Intravenous insulin drip was administered. Bg lowered to 185 mg/dl. Initially, the contact alleged the pump was not working; however, upon follow-up, the customer reported that the cause of the elevated bg was not known. Customer was discharged on (B)(6) 2018. Reportedly, pump therapy was resumed upon discharge.